Event description:
The pt was seen in the emergency room for post-op bleeding and left tongue swelling following a tonsillectomy and adenoidectomy. The pt was complaining of loss of sensation and taste on the left side of the tongue.